Event description:
It was reported that the adapter could not be assembled with the offset reamer handle completely. The adapter has some damages at the insertion area. Spare adapter(drill attachment) was used instead of it and the procedure was completed.

Manufacturer narrative:
An event regarding damages to the fitting insertion area involving a hudson to stryker adaptor was reported. The event was confirmed. Method & results: -device evaluation and results: the returned device was in used condition. The visual inspection confirmed the damage on the fitting insertion area. -medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found one other similar event has been reported for the subject manufacturing lot. Conclusions: the investigation concluded that the fitting insertion area damage was caused by improper use during the 8 years of service life.

Event description:
It was reported that the adapter could not be assembled with the offset reamer handle completely. The adapter has some damages at the insertion area. Spare adapter(drill atachment)was used instead of it and the procedure was completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.